Event description:
It was reported that during a ptca procedure of a tortuous lesion of the mid lad, the physician experienced difficulty crossing the lesion. The shaft of the catheter broke during advancement and was removed without incident. Another maverick balloon catheter was used to successfully complete the procedure. No pt injuries or complications occurred.